Event description:
The pt received her scs system, including an ipg, on (B)(6) 2008. It was reported that the pt can no longer establish telemetry between her ipg and charging system. A new charging system was sent to the pt; however, it is currently undetermined whether the replacement charger resolved the issue. According to the manufacturer's device registration system, the ipg remains implanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.